Manufacturer narrative:
Intuvie received a report indicating that the infusion pump fully infused the medication but failed to trigger an alarm. Upon inspection, the chamber completely collapsed, and air was present throughout the tubing. A review of the device¿s serial number history revealed no prior similar complaints. The device was returned for evaluation; however, the reported allegation could not be reproduced. The alleged device failure was not confirmed. The probable cause remains undetermined. CAPA- zm2023-08 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump fully infused the medication but failed to trigger an alarm. Upon inspection, the chamber completely collapsed, and air was present throughout the tubing. No patient harm was reported.